Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that during the procedure the tip broke inside the patient's foot. An x-ray was used to locate and extract the tip. Thus leading to increased procedure time and exposure to x-ray dosage. Further, the unit did not show any error code.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual wear marks were observed on the lumen and insulation. The insulation was pulled down and a scratch mark was observed right on top and below in the insulation. The detached ceramic tip and electrode and were not returned. Probable root causes for the reported condition can be associated, but are not limited to: design (strength) combined with excessive force (misuse). In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during the procedure the tip broke inside the patient's foot. An x-ray was used to locate and extract the tip. Thus leading to increased procedure time and exposure to x-ray dosage. Further, the unit did not show any error code.